Event description:
Patient was hospitalized for hypoglycemia.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the device was operating within required specifications and delivery accuracy.